Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history, even though customer used tandem charging cable, wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer followed guidance to keep pump connected to power, pump battery began charging again, and no further assistance was required.